Manufacturer narrative:
The reported problem could not be duplicated. The frequency of occurrence of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 plum products is <0.39/million sets.

Event description:
Overdelivery reported. The pump was set to infuse an unspecified concentration of dobutamine at 14ml/hr with "low" (unspecified) dose limit amounts. Due to the pt receiving dobutamine on a general nursing unit, the policy required frequent blood pressure checks. The nurse states they set the dose limits low using the alarm call back to alert them that it was time to obtain another set of vital signs. She and another nurse would take turns re-setting the pump and taking the pt's blood pressure. After approx 2 hrs, it was noted that the entire 240ml container was empty. The pt did not experience any adverse effects, his vital signs remained stable without any changes. No further info was available.